Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator knob would not allow gas to eject. Procedure details, patient involvement and patient impact information is unknown.

Manufacturer narrative:
No sample or additional product information has been received to date. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken as appropriate. (B)(4).

Event description:
Additional information received clarified that regardless of the regulator knob, the device would not dispense ophthalmic gas during surgery. There was no impact to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).